Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the system unable to boot up. Upon troubleshooting, fse found that the system did not start up properly and did not resume after reboot. Fse checked and found that the suite-pc that controls the angio device was not starting up properly. To resolve the issue, fse reinstalled the software to the pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.